Event description:
There was an allegation of a questionable igg result for one patient sample from the cobas 8000 cobas c 502 module. The initial result was 47.14 mg/l and the repeat results with a 1:5 dilution were 38.8 mg/l and 35.75 mg/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 600834.

Manufacturer narrative:
The field service engineer found an abnormality on the sample pipetter and replaced the sample pipettor assembly and the sample probe. A hardware check was also acceptable and the customer perform successful quality controls. The investigation determined the service actions resolved the issue.